Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision completed due to tibial loosening at the cement to implant interface. Depuy cement was used. The surgeon reported a bone scan that showed a possible loosening of the tibial tray. Poly was removed but did not show any wear. It did require some effort to remove but no extensive effort to remove. The tibial tray did have cement on the underneath surface of the tray but none on the cone. No significant bone was removed when the tray was removed. No surgical delay. Doi: (B)(6) 2015; dor: (B)(6) 2022; affected side: left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.